Event description:
Event description guidant received information that this ventricular(m4464) lead was detecting noise that was resulting in oversensing, that was inhibiting pacing. Also, multiple ventricular tachycardia episodes were stored on the pacemaker as a result of the noise. The patient had no adverse effects from this oversensing. The atrial lead(m4453) was noted to have sensing issues. The pacemaker and ventricular lead were explanted and replaced.